Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported removing the pod on (B)(6) 2026. On(B)(6) 2026, the patient reported pain and redness at the pod cannula site. On the following day, (B)(6) 2026, the symptoms worsened to include a knot-like bump, warmth, increasing redness, induration, and streaking at the pod site, as reported by the patient through a registered nurse. Due to persistent redness, pain, and drainage at the former pod cannula site, the patient sought medical attention on (B)(6) 2026. The patient was not wearing a pod at the time medical attention was sought, as the pod had been removed prior to the visit. The medical visit lasted approximately 30 minutes, and the patient was discharged on the same day. A healthcare provider diagnosed an infection at the pod cannula site. An x-ray was performed, and the patient was prescribed oral antibiotics; specific medication names were not provided. Following treatment, the patient successfully activated a new pod and resumed insulin delivery therapy.